Manufacturer narrative:
Complaint suggestive or reportable malfunction/near incident. Will investigate further. This report includes final evaluation findings. No additional information is expected. Evaluation summary: the user returned the actual complaint device for investigation (lot 40253, manufactured august 2002). The manufacturer's investigation found the injection screw foot detected and both clear cartridge holder tabs broken. Both malfunctions can result in an underdose. Corrective action, detached foot: the footpad was redesigned and implemented in november 2002 beginning with lot 40277. Corrective action, clear cartridge holder tabs broken: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly or your healthcare professional." No further corrective actions are planned as the device manufacturing was discontinued (B)(6) 2006. Improper use and storage: there is evidence of non-manufacturing damage to the clear cartridge holder. Tooth marks are observed on the mounting bayonet and engagement tab areas. The damage is consistent with biting off the engagement tabs. There is evidence of improper use.

Event description:
This device case which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen ergo burgundy/clear pen body (lot 40253) with a clear cartridge holder attached was reported to have a broken foot. Humapen ergo burgundy/clear pen body with a clear cartridge holder attached is associated with (B)(4). Refer to results/conclusions section. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on (B)(6) 2009. Initial examination found two broken engagement tabs. It was unknown if this humapen ergo burgundy/clear pen body with a clear cartridge holder attached was continued. Update (B)(6) 2009: additional information received (B)(6) 2009; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date EU/ca device button; and added refer to results/conclusions section to narrative.